Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the cutter failed to produce a complete mesh; however, the repair was not completed because the cutter was not repairable. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that device shredded a piece of aloderm. The event timing was during surgery. There was no harm reported and there was a 45 minute delay. At product evaluation investigation this cutter was found to contribute to the reported event. No adverse events were reported as a result of this malfunction. No additional event information available.